Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements upon interrogation prior to revision for device replacement. One of the health care professionals (hcps) present at the revision noted the lead was believed fractured at the patient's previous follow up visit due to out-of-range lead measurements at that time as well. The physician elected to replaced the patient's chronic device with a single chamber device and surgically abandoned the ra lead. Neither product is expected for return and analysis. No adverse patient effects were reported.